Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces and also received with missing end cap sticker. No moisture damage on electronics noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 75 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.